Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated prior to a medical procedure. The programmer reported a telemetry out of range message. The device location was confirmed and wand connection was verified. The programmer was used successfully with a different device earlier in the day. In addition, tones were not emitted with magnet application. The device was explanted and a new device was implanted. The device was returned for analysis.